Event description:
It was reported that about 3 months post surgery, pt presented with pain. MRI showed impingement of the nerve root. Revision surgery to explore possible cause of pain. Surgeon found both screws at s1 to be loose. The facet at l5-s1 was also fractured.